Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the patient contacted animas alleging that on (B)(6) 2012, she experienced a severe low blood glucose (bg) and had a car accident as a result. The patient stated that she had been driving and felt confused, and was swearing and had tunnel vision. The patient stated that she then blacked out and ran off the side of the road. The patient denied any injuries as a result of the accident. The patient stated that when the paramedics arrived, her bg was 33mg/dl and she was given IV dextrose and glucose tablets and her bg rose to 240 mg/dl with no signs or symptoms. The patient stated that her bg upon arrival at the hospital was 160 mg/dl and when she was discharged four hours later her bg was 368mg/dl. The patient noted that she had been experiencing more frequent low bfs for the past couple of weeks but could not determine why. Troubleshooting revealed that the insulin to carbohydrate ratio (I:c) was not what the patient thought it should be. The patient stated she thought it was 1:10, but upon review of the pump settings she found it was set to 1:5. Customer technical support (cts) explained to the patient that she is getting double the rate for carbohydrates than what she thought she was getting, which could explain the low bgs. Troubleshooting also indicated a pattern of low bgs within two to three hours of bolusing for food. The patient has reportedly resumed insulin pump therapy and has had no further bg excursions. The patient is reportedly on several medications for multiple health conditions. Cts advised the patient to closely monitor her bgs and to discuss the I:c ratio with her hcp, since it is not set to what she thinks it should be. There is currently no indication or allegation of a pump malfunction. This complaint is being reported because the patient allegedly experienced severe hypoglycemia requiring medical intervention potentially related to the pump settings not being set properly.